Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unexpected outcome post intraoperative aberrometry. The target was plano but the patient ended up a -5.00. The patient is not happy. The systems recommended power was the same as the preoperative calculations. The patient was noted to have flat keratometry readings and a long eye. The surgeon is planning an intraocular lens exchange.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to patient factors unrelated to the functionality of the device. The manufacturer internal reference number is: (B)(4).